Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00198. A facility reported a cerelink sensor (ID unknown) was implanted in the operating room and it functioned correctly but later, an error message appeared. Medical staff changed the cable and monitor without success. No additional information is available.

Event description:
N/a.

Manufacturer narrative:
The cerelink monitor was returnewd for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no anomalies were observed, the cerelink unit is in functioning order and not giving error codes. The complaint could not be duplicated. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.